Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an after bolus bg reminder before the 2 hour time period they had the pump programmed to. Customer stated they received the reminder 3 minutes after delivering their food bolus. Tandem technical support reviewed pump logs and confirmed customer received the reminder prior to the 2 hour time period. Customer's blood glucose level was not impacted.

Manufacturer narrative:
(B)(4). The reported event is not a reportable issue, and was filed inadvertently.